Manufacturer narrative:
Inspected 1 opened or used sensor and found insertion needle bent inside hub assembly. Needle found whole; no broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened or used..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced problem removing the introducer needle. Customer's blood glucose level was 104 mg/dl. Customer not reporting that the sensor or introducer needle fractured while in the body. Customer reports the introducer needle was no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.